Manufacturer narrative:
No damage on the taper surface was observed. The signs of plastic deformation observed on the face of the top liner ring were likely due to femoral neck impingement. This impingement, if coupled with potential high lever-out forces, may have resulted in the dislocation of the bipolar construct. Also, a review of the DHR did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.

Event description:
It was reported that a revision surgery was performed due to disassociation.